Event description:
It was reported that this electrode delivered an inappropriate shock. It was noted the patient showed extreme r-wave drop in all three vectors. The patient was seen in-clinic and sternal manipulation, thorough pocket manipulation, and myopotential testing was performed. No real artifacts were inducible. 12 channel electrogram (ECG) was obtained and showed no real changes in conduction. X-ray imaging and the ECG were sent to technical services for further review. No additional adverse patient effects were reported outside of the isolated inappropriate shock. This electrode remains in-service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock. It was noted the patient showed extreme r-wave drop in all three vectors. The patient was seen in-clinic and sternal manipulation, thorough pocket manipulation, and myopotential testing was performed. No real artifacts were inducible. 12 channel electrogram (ECG) was obtained and showed no real changes in conduction. X-ray imaging and the ECG were sent to technical services for further review. No additional adverse patient effects were reported outside of the isolated inappropriate shock. This electrode remains in-service. Technical services reviewed available device data and confirmed inappropriate therapy was delivered for t-wave oversensing of changed morphology, dropped amplitude, and wide qrs complex. It was recommended the patient is asked what they were doing at the time of the inappropriate therapy and if there has been any accident or remarkable event between january and may 2023 that could affect system placement.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.